Event description:
Kangaroo pump bag broke at the rotor connection. This is the second bag that has broken in the last 2 days. Concerned for a bad batch of kangaroo pump bags. Did not fill out a medical information data analysis system report for the original equipment failure as nursing thought it might be a onetime thing.